Event description:
The disposable loading unit was used with an auto suture multifire endo gia ii disposable stapler. Reportedly, the instrument did not close properly. The surgeon used another instrument to complete the procedure. The hospital has reported that no patient injury occurred.

Manufacturer narrative:
09/15/1997-supplemental report #1 submitted to FDA.